Manufacturer narrative:
Received 5 unopened hydrosil intermittent catheters. Visual inspection noted no obvious defects. Further visual evaluation noted the hydrophilic coating was present on all of the catheters. There was no contamination on any of the catheters. There were no sharp eyelets or protrusions on the catheter shaft. The reported event was unconfirmed as the product met specifications. The device history record was reviewed, and found nothing that could have caused or contributed to the reported event. Instruction for use states the following: "the catheter is intended for use by patients for bladder management including urine drainage, collection and measurement. The devices are passed to the urinary bladder via the urethra. This is a single use device. Do not re-sterilize, do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Single use device. Not made with natural rubber latex. Do not use if package is damaged. Manufacture and expiration date. Number of units. Not made with pvc. Sterilized using irradiation." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient was inserting a catheter and experienced discomfort four to five times during the insertion. This has happened to the patient before with previous catheters but not to this extent. When discomfort has previously happened, the process is usually stopped for a moment and then the patient continues to insert. The patient is usually ok. There is sometimes a little bit of pink in the patients urine. This time round, a little bit of blood was noticed on the catheter when it was withdrawn (it was uncomfortable on removal). The patient states that there has had a pinkish tinge to the urine and had some minor clots come out of his penis for around 4 days. (He has been free of this for the past three days). He said if he sat down for a few hours and then went to urinate, he would have some small clots and a little pinkish tinge to his urine (over the preceding four days). He is no longer in pain or discomfort, the nurse advisor recommended that the patient try using some size 14's as they aren't as large and causes less friction.